Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the device does not start up, failure of the printed circuit (dx) board and failure of interface (cn) board. Based on the investigation findings, it is presumed that the reported event and the additional reportable finding of device failure to start up occurred due to a malfunction of the printed circuit board. However, a definitive root cause for the printed circuit board failure could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the video system center had no output during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.